Manufacturer narrative:
The lead has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that upon a device interrogation it was determined that this left ventricular lead dislodged. The lead could not be repositioned. A new model lead was implanted with less risk of dislodgement again. No adverse patient effects were reported.